Manufacturer narrative:
Results: the lantern was kinked approximately 40.0 cm from the hub. The device was ovalized approximately 113.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a mid-shaft kink. If the lantern is forcefully advanced through a parent catheter at an extreme angle, damage such as this may occur. This kink likely contributed to the reported resistance experienced while advancing the packing coil lps through the lantern during the procedure. During functional testing, resistance was encountered while advancing a test mandrel through the lantern due to the kink, and the test mandrel could not be advanced any further. Further evaluation of the device revealed distal ovalization. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00080.

Event description:
The patient was undergoing a coil embolization procedure in the collateral vessels using packing coil lps, pod packing coils (pod pcs), and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two lp coils in the target location with the lantern. When loading the subsequent coil, a packing coil lp, into the lantern, the physician experienced resistance, and the packing coil lp kinked. The packing coil lp was then removed. The physician continued with the procedure successfully using a new packing coil lp and the same lantern. However, the physician experienced resistance loading the subsequently pod packing coil and two packing coil lps. The pod packing coil and packing coil lps were then removed. At this point, the physician removed the lantern to visually inspect the lantern and observed a kink at the midshaft. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using a new packing coil lp and non-penumbra microcatheters. There was no report of an adverse effect to the patient.